Event description:
The customer reported that during a gastrectomy, the device was recognized and an activation tone was heard, but sealing could not be done. It was asked whether an end tone, indicating a completed seal cycle, was heard when sealing was not done, but no further info was provided by the site. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no pt injury.

Manufacturer narrative:
Covidien ref #:(B)(6). Date of initial report: (B)(6) 2010. The sample has been requested but to date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.